Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 3 years later, the patient underwent a second revision surgery due to swelling, stiffness, and instability. During the revision, the surgeon debrided a piece of the sheared off metal that was embedded in her patella and gray matter was noted. The patella was exchanged. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Office notes noted redness to incision, mild effusion and dislocation of patella laterally. X-rays: one of the pegs from previous patella imbedded within the patella, debridement. Revision surgery was performed and the right knee was seen with swelling, stiffness, and instability. Synovectomy was noted and patella debrided and exchanged a definitive root cause cannot be determined. . If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.